Event description:
On 8/31/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient underwent hemi-mustard atrial septectomy surgery to treat a congenital heart defect. During the surgery which lasted 263 minutes, the pt became hypotensive after receiving heparin. Subsequent to the surgery, remained severely hypotensive and her platelets continued to fall. During her admission for this surgical procedure, she was administered heparin prior to, during and after her surgical procedure the previous month. The pt suffered postoperatively from overwhelming multiorgan failure and necrotic extremities. The pt passed twenty days later.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded. Submit date: 9/16/2009.